Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the clinic with the driveline outer sheath broken and loose with wires exposed. The patient attempted to repair it themselves with a zip tie and tape. No electrical faults were noted. The clinician removed the patient's fix and repaired the driveline with rescue tape. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Review of the controller log files associated with the event showed parameters to be within normal operation. Photographs of the driveline cable sent to the manufacturer personnel revealed outer sheath damage close to the driveline strain relief, confirming the reported event. A driveline sheath repair was not performed by the manufacturer personnel; however, the site's vad coordinator performed a sheath repair with sheath repair tape available. There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the available information, the most likely root cause of the driveline sheath damage may be attributed to factors such as normal wear over time, improper handling. The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.